Event description:
Hill-rom rec'd a report from the account stating the left siderail would not latch in the upright position. The stretcher was located at the account in the basement. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the end tube was missing. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed in 2006-2010. It is unk if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the end tube and ratchet rivets to resolve the issue. Based on this info, no further action is required.